Event description:
It was reported that an arteriotomy closure of the right femoral artery was attempted using a proglide after an interventional procedure. Reportedly, the plunger was pushed into the body to connect the needles and the sutures; however, when the plunger was pulled back no sutures were observed at the anterior needle. The procedure was aborted, the foot was housed and the device was removed from the anatomy. Manual arterial compression was applied to achieve hemostasis. There were no reported adverse patient sequelae.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device found both cuffs and the link were still attached to the device and the complete suture was also returned indicating no component was left in the patient as was feared by the physician. Inspection of the returned device revealed that a posterior cuff miss occurred during the needle deployment with the posterior cuff remaining in the foot pocket. The posterior needle tip was released from the shank but did not engage with the posterior cuff. This is consistent with the posterior needle being deflected away from posterior foot during needle deployment instead of engaging with the posterior cuff inside the posterior foot pocket as intended. Because the posterior needle did not engage with the posterior cuff, the cuff was not ejected from the foot. When the plunger was removed from the device, the link was held on one end by the posterior cuff in the foot pocket while being pulled on the other end by the engaged anterior needle and cuff. This resulted in the anterior cuff detaching from the anterior needle and would result in a failure to retrieve the suture. Because the suture could not be retrieved, the knot would not form to advance to the arteriotomy to close the vessel as intended. Contributing factors for needle deflection that may result in the posterior cuff miss and subsequent anterior cuff-to-needle tip detachment include but are not limited to, manufacturing deficiencies, challenging anatomical conditions, and incorrect deployment techniques. During manufacturing, the needle trajectory of every device is verified. Samples from the lot are functionally and destructively tested, to assure proper device function. During testing the plunger/needle assembly was inserted into the device handle and the test was successful with both needles entering their respective foot pocket and the posterior needle ejecting the posterior cuff from the posterior foot. If the device was twisted, rotated or the needles were deployed when the device was not at approximately 45-degree angle, this could have contributed to the needle deflection. Based on the manufacturing inspection criteria and successful test of the devices needle trajectory, the probable cause for the posterior cuff miss and subsequent anterior cuff-to-needle tip detachment is needle deflection during plunger deployment due to interaction with human tissue or a failure to maintain a stable position of the device with respect to the tissue tract. No manufacturing or quality deficiency was detected. Based on the investigation of the returned device the cause for the detected posterior cuff miss and detached anterior needle and cuff is related to the operational context in the use of the device. Review of the device history record for this lot did not produce any findings relevant to this report. A query of the complaint handling database revealed no indication of a lot specific product quality deficiency.